Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an error before the test and intermittently no image. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the video connector socket was loose, the connector could not be securely attached, which resulted in image loss. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.